Event description:
The handheld and flashcard were received for analysis. Analysis of the handheld was completed on (B)(4) 2014. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard was completed on (B)(4) 2014. An analysis was performed on the returned flashcard and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
This information was inadvertently left off of supplemental MFR. Report #1.

Event description:
On (B)(6) 2013, it was reported that the nurse practitioner¿s handheld was no longer holding a charge. Attempts for further information have been made but no additional information has been received to date.